Manufacturer narrative:
Batch review performed on 19 october 2021: lot 186921: (B)(4) items manufactured and released on 14-nov-2018. Expiration date: 2023-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
At 4 months after primary surgery the surgeon revised the patient stem, head and liner for stem loosening.